Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
The charge nurse at the user facility reported a patient adverse event that occurred soon after the hemodialysis (hd) treatment was initiated. Further event clarification revealed that approximately 10 minutes after initiation of the hd therapy the patient gasped, and then coded. The treatment was cancelled, and the patient was removed from the machine. The code continued for one hour and thirty minutes, after which time, the patient expired. Follow-up information was received which revealed that the event was believed to have been caused by a pulmonary embolism (pe). Although requested, no further patient specific or event related details have been made available. No machine alarms were generated prior to, during, or following the patient incident. Following the event, the unit was removed from service for evaluation. The biomedical technician performed a self-test, and the machine did not pass the optical detect test. Follow-up provided by the biomed revealed that the optical detect issue occurred due to the transducers. The biomed was able to calibrate the venous pressure, arterial pressure, and dialysate pressure transducers to resolve the failed optical detect in self-test during troubleshooting. Following the calibration, the system was restored to full functionality. The unit has been returned to service at the user facility without issue. The dialyzer and bloodline were not available to be returned to the manufacturer for evaluation as both devices were discarded by the user facility. The naturalyte acid concentrate was not available to be returned to the manufacturer for analysis. The bicarb concentrate used for the hd treatment was a non-fresenius manufactured product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The unit was pulled from service for evaluation by the facility biomedical engineer (biomed) following the event. The machine did not require any repairs and was confirmed to be operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the patient incident was not able to confirm a device issue which would have resulted in the adverse event. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the hemodialysis (hd) treatment and the adverse event. Based on the provided information, a temporal relationship exists between the patient ¿coding¿ during hd treatment and the fresenius 2008k2 machine, fresenius dialyzer, fresenius blood line, and fresenius naturalyte. However, any association between the 2008k2 machine or any fresenius products and the adverse event of the patient coding and subsequent expiration cannot be determined based on the lack of information provided. Additionally, there has been no allegation of a machine malfunction or of any malfunction or defect against any fresenius products.